Manufacturer narrative:
(B)(4). The analysis results found that the long45a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted lung marginal resection procedure, the customer fired the gun on lung tissue, using green cartridge. The first time firing, all went well, and the staple line was secure. However, during the second firing the staple line was bleeding a lot and the staple forms were not b-shaped. He took another cartridge, but the same result -no proper formation was seen along the cut line - the tissue was cut, but not stapled (unformed staples are included in the return package). The customer had used four additional cartridges, but was forced to convert the procedure from video assisted to open. Additional followup has been requested.